Event description:
A complaint was received through the depuy healthcare website explaining that the patient wrote I am scheduled for ventriculoo atrial shunt redo 3/17 after initial v peritoneal placement (B)(6) 2013. The first catheter was rejected into a sub q pocket after 2-3 weeks but was ignored until I whined enough in (B)(6). Xray confirmed that the catheter was coiled outside the peritoneum so a second surgery was required in (B)(6) 2014. After two weeks this catheter was also recoiled into sub q pouch, and the shunt is not functioning. Symptoms of course recur after each failure. I am told this is not (no other information is available.

Manufacturer narrative:
Additional information: it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.